Event description:
It was reported that the subject had no image to vertical lines & artifacts on screen during procedure setup. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction to d9. Updated fields: h2, h3,h4, h6, h11. The device was not returned to olympus for inspection; a field service engineer (fse) was on-site at the customers facility. Based on the results of the investigation, the root cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.